Manufacturer narrative:
Method: device not returned. Results: device not returned and no lot code provided. Conclusion: the blocker is responsible for locking the integrity of the construct and disengaged post-operatively. The cause of the reported issue is multi-factorial. The cause of the reported product issue cannot be determined.

Event description:
It was reported that mis fusion patient can hear the construct squeaking when they move their back.

Event description:
It was reported that mis fusion patient can hear the construct squeaking when they move their back.